Event description:
It was reported that due to the evacuator not suctioning properly, the pt developed an abscess. The pt returned to surgery for treatment of the abscess. Additional info has been requested, but not yet received.

Manufacturer narrative:
The device was not returned for evaluation. The device history record could not be reviewed without a lot number. However, review of the manufacturing process did not show any rejects for the reported failure mode. Quality assurance performs random visual inspections during subassembly production. The internal rejects history was reviewed and found no discrepancies related to the reported failure mode in the last 2 years. The instructions for use lists under the important section to: "check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. When not using auxiliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of: air entering partially closed wound. An operative air pocket. It is recommended that auxiliary suction be used during surgical closure. The attached strap may be used to secure the evacuator to the pt. It also states in the precaution sections to: "avoid suturing through the drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path." No additional info could be obtained to determine if the instructions for use were followed. (B)(4).